Event description:
Customer reported when the alarm is in use with the nurse call cable, it does not sound at the nurses station. The nurse call cable has been tested with a known working alarm and it functions properly. Customer did not know the date when the issue was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue and revealed the nurse call light did not come on at the test fixture, when weight is removed from the sensor. Unit was tested with a known working nurse call cable and test fixture. However, the nurse call light came on intermittently, when weight is off the sensor pad and the nurse call cable is wiggled. The unit passes all other functional tests. Additional visual findings revealed that the led lens has been pushed into the case. There is a gap in the alarm case where the two sides meet together. The warning label is torn across the middle and the ink is fading. Note: instructions for use states: when using a nurse call cable, ensure the nurse call cable is plugged in both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Manufacturer references file #(B)(4).